Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an bifurcated stent graft and an aortic stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years post initial procedure, a type 3b endoleak was identified. A secondary procedure was completed. The physician elected to reline the original implanted devices with an afx bifurcated stent graft and a suprarenal stent graft extension to resolve the leak. The patient was reported as doing well.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the proximal extension was confirmed. Additionally, clinical assessment determined that there was evidence to reasonably suggest sac growth of 14mm occurred that was not included in the event as reported. Device, user, or procedure relatedness of this event could not be determined. However, the thick concentric at times thickened calcifications could have contributed to this event (off label neck anatomy). The final patient status was reported to be doing well post successful secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: d2: common device name - updated d4: model #/lot #/expiration date - updated d11: concomitant medical products and therapy dates - updated e1: initial reporter, name and email ¿ updated g1,2: contact office, name - updated h4: device manufacturer date - updated h6: result code ¿ remove 3221 h6: conclusion code ¿ remove 11.